Event description:
It was reported that the customer received a continuous glucose monitor error 42. The customer was instructed to reset the pump, and the customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer.